Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during refilling the heater. The registered nurse (rn) stated that she disconnected the heater bag and replaced it but it was giving the alarm. The baxter technical service representative (tsr) explained that the supplies were compromised and the rn would need to end therapy. The tsr then explained why. The rn stated that they have manual bags connected to the lines because the pharmacy did not have the proper bags. The tsr explained that the rn should not use manual bags on the hc and if they do not have the proper bags there at the facility, the rn needs to call the pdrn or nephrologist and explain that and see what they could do. The tsr walked the rn through ending therapy procedure and advised the rn to call the pdrn in the next 24 hours and let her know what happened. The rn understood the explanations, cleared the alarms and would call the pdrn. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.